Event description:
Additional information was received from the customer who reported that during the use of the laser, it suddenly stopped. The laser unit completely went out. The key was then turned off and then turned it on again. The unit then worked again after the startup. It then stopped after a few laser points. After a minute or two it spontaneously switched on again, then placed a couple of laser points again and then it stopped again.

Manufacturer narrative:
Correction: a supplemental medical device report (smdr) # 4 is being filed to correct the date received by MFR on the prior filed initial/supplemental report. Incorrect date of 03/16/2005 is being corrected to 08/10/2015. (B)(4).

Event description:
A customer reported that a system message was displayed during laser treatment. The surgery was finished with another system. Patient impact was unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined. A company representative did not indicate finding any issues related to the reported event. The core module and a key switch cable were replaced. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause cannot be determined conclusively.

Manufacturer narrative:
Evaluation summary:the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The core module and key cable were both replaced. The core was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The core module was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The sample was installed into a calibrated system booted up with no abnormalities found. The reported system message (sm) was unable to be replicated. The system was then tested per the laser system. The root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).